Event description:
Patient sensors and window field generator not communicating. Manufacturer response for monarch patient flow sensor, johnson and johnson (per site reporter). Rep suggests alternate placement and states it may be the bed interferring.